Event description:
It was reported that the patient leads portion of the implantable neurostimulator system (ins) were "trying to come out of her skin.' Her physician was no longer at the clinic she went to and that the clinic refused to see her for financial reasons. Follow up information obtained indicated that the patient had lost 35 pound after the implantation of the ins system and that the leads were still "bothering" the patient. The patient had not visited with a physician at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; programmer model 37742, serial # (B)(4); extension model 3708140, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; extension model 3708140, serial # (B)(4), implanted:(B)(6) 2007, explanted: na.